Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt of the moderately tortuous and severely calcified internal vein. A 6.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.